Event description:
During routine testing of the device at the service center, the service technician reported the arterial blood parameter probe failed the manufacturing standard reference sensor test. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00193, 00217, 00218, 00219. This event occurred in (B) (6).

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint history reviewed. Device history record (DHR) reviewed. Product not returned. DHR review indicates parts were sterilized appropriately, and met specification when they were manufactured. There are many sources of infection during and after surgical procedures. There is insufficient evidence to conclude what the cause of this incident may have been. Analysis shows no trend for item/lots involved. Based on this information, we are unable to isolate a product related issue that may have contributed to this event.